Event description:
N/a.

Manufacturer narrative:
Unique device identification (UDI) : (B)(4). The hakim valve wa returned for evaluation: device history record - conformed to the specifications when released to stock failure analysis - the valve was visually inspected, needle hole was noted. The valve passed the test for programming, occlusion, leak, reflux and pressure. The catheter was irrigated, no occlusions noted. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The potential cause of failure for the occlusion problem reported by the customer could have been due to biological debris and a buildup of protein, no issues were noted during the investigation.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported obstruction of the hakim valve. The patient was experiencing hydrocephalus and when the physician pressed the red arrow, it didn't rebound; therefore, the valve was removed.